Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular (rv) lead exhibited both atrial and ventricular sensing. Pacing the rv lead also caused atrial capture. Chest x-ray testing showed the lead was incorrectly positioned in the coronary sinus. The lead was repositioned on (B)(6) 2019. The patient was stable.